Event description:
Covidien service center received a report of a faulty display where some led temporarily did not lite.no patient involvement was reported.

Manufacturer narrative:
(B)(4).covidien verified that the led display segments failed at times, and isolated the failure to the front pcb. The front pcb board was replaced, and the unit passed all tests.